Manufacturer narrative:
(B)(6).

Event description:
It was reported that the small piece of plastic on the non-sharp end of the drill bit would not come off when nurse tried to remove. The plastic started to break in to pieces, nurse used a blade to try to scrape plastic off drill bits of glue and plastic remained on end of drill. Ended up using a drill with small bits of plastic left on as there were no more drills left. No patient injury was reported.

Manufacturer narrative:
Device has not been returned for evaluation, however sampling of this device was performed, and the failure mode confirmed. A design change has been made to remove the silicone cap and replace it with a tpu sleeve which will prevent this issue going forward.

Manufacturer narrative:
One 4.5mm cannulated endoscopic drill was returned for evaluation. Attempted removal of the protective cap found it extremely difficult to remove and when removed cap residue is left behind. A design change has been made to remove the silicone cap and replace it with a tpu sleeve which will prevent this issue going forward.